Event description:
It was reported that when the pump case is pressed, the device will power on. The customer also stated that the pump will not power off until all power is removed.

Manufacturer narrative:
(B)(4). The device was received and evaluated a baxter. The eval was unable to confirm that the device will power on when the case is pressed. The device was tested an no malfunction was identified.